Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that, while the patient was asleep, the pin came out of the stay safe connector and a volume of fluid was drained onto the bed. It was later reported during a follow up call with the patient's peritoneal dialysis nurse that the patient's effluent remained clear in the days following the leak. Routine labs indicated that there was no rise in the patient's white blood cell count, and no symptoms of infection manifested themselves, indicating that the patient never experienced an infection as a result of the leak. The patient continues peritoneal dialysis therapy with no issues. The set was discarded.